Event description:
During routine testing of the device at the service center, the service technician reported, the bottom of the battery was cracked and was leaking acid. The monitor was originally returned for repair of a continuous error message when the cracked, leaking battery was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.